Event description:
The reporter stated the surgeon implanted a cq2015a collamer aspheric three piece lens and the patient experienced a refractive surprise. The lens remains implanted.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.